Event description:
It was reported that a system error 345 occurred while an infusion was being set up to deliver continuous IV fluids. The IV set was loaded into the pump; however, the occurrence of the system error 345 prevented the infusion from being started. The customer also stated that there was no patient injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found the system error 345 alarm to be caused by a failed downstream sensor. Review of the history log shows multiple occurrences of system error 345. A system error 354 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive pump cam revolutions.